Event description:
During an initial implantation, the stylet could not be pulled out of the left ventricular (lv) lead. A new lv lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of stylet could not be pulled out of the lead was confirmed. As received, a complete lead with stuck stylet was returned in one piece. Visual and x-ray examination of the lead showed that the inner coil at the connector region was bunched up and blood/body fluids were noted inside the inner coil. The cause of the reported event was due to the blood/body fluids inside the inner coil and excessive forces applied while trying to remove the stylet from the lead which resulted to the bunching of the inner coil consistent with procedural damage.